Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". The patient's past medical history included polycystic ovary, abdominal pain and dry skin. Concurrent conditions included menses irregular, bleeding intermenstrual and bloating. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydrocodone, ibuprofen, surgery (laparoscopically assisted vaginal hysterectomy (full) with bilateral salpingectomy and cystoscopy) and surgery (pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea,pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Products tab information and non-drug treatment information were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". The patient's past medical history included polycystic ovary, abdominal pain and dry skin. Concurrent conditions included menses irregular, bleeding intermenstrual and bloating. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydrocodone, ibuprofen, surgery (underwent hysterectomy (full)) and surgery (pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea,pelvic pain" most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), pain, the plaintiff did not undergo essure confirmation test.", reporter added from pfs. Historical and concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and dyspareunia ('dyspareunia / dyspareunia (painful sexual intercourse)') in a 26-year-old female patient who had essure (batch no. 609698) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". The patient's medical history included polycystic ovary, abdominal pain and dry skin. Concurrent conditions included menses irregular, bleeding intermenstrual, bloating, blood pressure high and obesity. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera) and surgery (laparoscopically assisted vaginal hysterectomy (full) with bilateral salpingectomy and cystoscopy and pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved and the migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013 insertion details-left coil: 3, right coil: 4. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea,pelvic pain, menorrhagia, high blood pressure, obesity and abdominal bleeding. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received-lot number were added. New reporter, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and dyspareunia ('dyspareunia / dyspareunia (painful sexual intercourse)') in a 26-year-old female patient who had essure (batch no. 609698-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test.". The patient's medical history included polycystic ovary, abdominal pain and dry skin. Concurrent conditions included menses irregular, bleeding intermenstrual, bloating, blood pressure high and obesity. In 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydrocodone, ibuprofen, medroxyprogesterone acetate (depo provera) and surgery (laparoscopically assisted vaginal hysterectomy (full) with bilateral salpingectomy and cystoscopy and pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved and the migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion -(B)(6) 2013, (B)(6) 2013 insertion details-left coil: 3, right coil: 4. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea,pelvic pain, menorrhagia, high blood pressure, obesity and abdominal bleeding. Please note that reported lot number: 609698 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: update of information (batch is not valid).fu 6 and 7 processed together. On 13-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On the same year, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.